Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Event description:
Mobi-c p&f us : disassembly it was a cervical disc replacement. As reported, during insertion of mobi-c implant, the cartridge peek "became disengaged prior to full insertion, so was unable to rotate and get implant in correct position". The implant was removed and surgery was completed with a new implant. No delay additional information shows that surgical technique was respected while loading the implant on the inserter, and disc space was under distraction. Slight rotation was done and resistance was encountered while impacting the device into disc space. Additional information requested. Implant location is unknown by reporter for the moment. Manufacturer is waiting for implant return and investigation is in progress.

Manufacturer narrative:
Information received, product was probably lost at hospital. Without a product return, no product evaluation is able to be conducted. It was a two level implantation, same size was used to replace the implant. The issue had no impact on patient (surgery was completed successfully and patient condition is good). Regarding information provided, root cause is related to an user error : slight rotation while impacting. As indicated into mobi-c surgical technique, "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly". The investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us : disassembly.